Manufacturer narrative:
The reported lot # 0332603 was not found for the reported catalog # 329490. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd pen needle 31gx5mm 14 pack was damaged. The following information was provided by the initial reporter: "...but found that the needles were installed upside down when she used them."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.

Event description:
It was reported bd pen needle 31gx5mm 14 pack was damaged. The following information was provided by the initial reporter: "...but found that the needles were installed upside down when she used them."